Event description:
It was reported the pt's ipg (implantable pulse generator) had moved and was uncomfortable since it was resting on her hip bone. The pt charged her system every 2 months. The pt had been scheduled to consult with her physician regarding a possible explant.

Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.